Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -14.0/+1.0/105 diopter, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2017 the lens was explanted as the patient was bothered by the central hole of the lens as the light disruption from the hole didn't get better. There is no plan to implant another lens. Patient post-op bcva was 20/20 on (B)(6) 2017. (B)(4).

Manufacturer narrative:
A lens work order search was performed. No similar complaint type events found. (B)(4).

Manufacturer narrative:
(Expiration date): unk, no serial number reported. (Manufacturing site): unk, no serial number reported. This product is not marketed in the us. (B)(4). Claim #: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a implantable collamer lens in the patient's eye. The lens was explanted a year after the implantation as the patient was bothered by the central hole of the lens as the light disruption from the hole didn't get better.